Event description:
The account alleges that the stretcher's brakes would not hold, nor would the steering engage.

Manufacturer narrative:
The tech replaced one brake/steer caster and three brake casters, which resolved the issue. The stretcher operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.